Event description:
It was reported that a closurefast catheter was used with a radiofrequency generator 3 during a procedure targeting a soft tissue ta rget lesion in the patients mid great saphenous vein. The lumen was flushed prior to use, tumescent infiltration was utilized, and hand/manual compression was utilized. During use, a high temperature of 141 degrees celsius and a high wattage of 40w was reported. The error message/code "350" was displayed on generator. There were no adjustments made to the parameters of the generator. The generator was power-cycled, but this did not correct the issues. The device was safely removed from the patient. The procedure was completed using a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product type: 0671-venous insufficiency -serial; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.